Manufacturer narrative:
Unit alarmed compromised force sensor during basic test due to loose/protruded drive support disk. Unable to perform, occlusion, prime/delivery and the excessive no delivery test due to unexpected restart alarm. Pump self-test, unexpected restart alarm test and displacement test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads.

Event description:
Customer reported via phone call to be stuck in the rewind loop. Customer's blood glucose was 360 mg/dl. During troubleshooting, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.